Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, in addition to the procedure itself, the patient¿s underlying arrhythmia (a-fib) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, a 26mm sapien xt valve was deployed 60:40 aortic/ventricular via the transfemoral approach. The procedure was completed without any complications noted. The patient had afib and normal sinus rhythm (nsr) post operatively and his amiodarone was increased. Postoperative day (pod) 2, the patient was discharged to home. His son, a family practice physician, was present when the family heard a load thump on the floor, alerting them to the patient¿s collapse. CPR was started immediately at the home. Ems arrived quickly, and continued CPR. Ems reported asystole. Upon arrival to the ER the patient had undergone 40 minutes of CPR. He could not be revived. The patient expired 2 days post tavr. An autopsy was not performed. Discussion post-mortem was that the patient had some indications of heart block during the procedure, and may have benefitted from an electrophysiology consult. Also, that perhaps he should have stayed in the hospital another day. The patient¿s native annulus measured 22.5mm by transesophageal echocardiogram and 21.7mm x 28.7mm by CT (valve area 463mm2). No annular calcification, moderate native leaflet calcification and moderate aortic root calcification were reported.

Event description:
As reported, a 26mm sapien xt valve was implanted via the transfemoral approach. The procedure was completed without any complications noted. The patient was discharged postoperative day (pod) 2. The patient suffered a syncopal episode at home and emergency medical services (ems) were called. The ems team was unable to resuscitate the patient. The patient expired 2 days post tavr. The patient¿s native annulus measured 22.5mm by transesophageal echocardiogram and 21.7mm x 28.7mm by CT (valve area 463mm2). No annular calcification, moderate native leaflet calcification and moderate aortic root calcification were reported.